Manufacturer narrative:
A slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured below nominal pressure during inflation. A male patient of unknown age and medical history underwent a pta of a cephalic shunt. The lesion was described as mildly calcified, non-tortuous and 90% stenotic. The complaint product was delivered to the lesion and during inflation it would not inflate. Actual pressure used for dilation was not reported. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the patient. Constant fluoroscopy was conducted during initial inflation and the contrast leakage was observed under fluoroscopy. A b-braun inflation device was used. Information about the type of contrast and saline ratio used was not reported. Another balloon was used to treat the lesion and the procedure was finished successfully. There was no reported patient injury. A non sterile slalom thrill 5.0 mm x 4.0 cm, 40 cm, 3.7f was received coiled inside a bag. The balloon appears as if it had been inflated and deflated. No other anomaly was detected. An attempt to inflate the balloon per pd (B)(4) rev 1 was performed using an indeflator, during inflation it could be noted a balloon's leakage at 5.2 cm from the distal tip. A scanning electron microscope was performed to the balloon and the results showed that the balloon exhibited evidence of external abrasions near the leak-hole; the balloon internal surface exhibited evidence of a minor abrasion. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. As part of the investigation of the recent complaint received for the balloon burst on slalom thrill, the complaint was reviewed with the pet team of the area and it was performed an investigation in order to assess current controls and how the actual process would have an impact in this complaint. Scope of this assessment includes the slalom line process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The pta system leakage failure reported by the customer was confirmed; however, the exact cause of the balloon pin hole could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The complaint of balloon rupture was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed burst.

Event description:
During a shunt pta in the cephalic vein with 90% stenosis, mild calcification and no vessel tortuousity, a slalom thrill (complaint product) was delivered over a cordis aqua (B)(4) guidewire through a 4f medikit sheath introducer. However, leakage of contrast media was observed from near the connection between the balloon and the shaft during the inflation so the balloon could not be inflated. A b-braun indeflator was used in the procedure. A competitor's product (same size, sterling 5x4cm, bsj) was used and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The complaint product will be returned to your side for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. The device was easily removed from the patient.

Manufacturer narrative:
A non sterile slalom thrill 5.0mmx4.0cm, 40 cm, 3.7f was received coiled inside a bag. The balloon appears as if it had been inflated and deflated. No other anomaly was detected. An attempt to inflate the balloon per pd 12169733 rev 1 was performed using an indeflator, during inflation it could be noted a balloon's leakage at 5.2cm from the distal tip. A scanning electron microscope was performed to the balloon and the results showed that the balloon exhibited evidence of external abrasions near the leak-hole; the balloon internal surface exhibited evidence of a minor abrasion. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. As part of the investigation of the recent complaint received for the balloon burst on slalom thrill, the complaint was reviewed with the pet team of the area and it was performed an investigation in order to assess current controls and how the actual process would have an impact in this complaint. Scope of this assessment includes the slalom line process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint the pta system leakage failure reported by the customer was confirmed; however, the exact cause of the balloon pin hole could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4) guidewire through 4f medikit sheath introducer. B-braun indeflator. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.